Manufacturer narrative:
The issue was found to be in the application of the intubation tube. Improper inflation of the tube caused a gap/leak and the bellows were not able to re-pressurize. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information available to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.